Event description:
The pump was returned to the central processing dept with an unsigned note that stated, "doesn't beep." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone upon power up. There were no reports of any adverse pt events while the device was in clinical use.